Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? We used one black, and one green. Was buttressing material utilized? If so, which product? Yes, 2-0 vicryl sh stitch to over sew the affected area. Was the instrument fired across or near an existing staple line or clip? Near the end of the previous fired staple line (stapling across fundus of stomach). Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Procedure and device used as done with previous same type procedures. No variation from normal routine.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired on the stomach for a third firing with a gold cartridge. When the device was opened after the firing, one row of staples did not crimped/seal. The remaining rows of staples did seal and cut. The surgeon over sewed the area where the staples were not crimped with suture. A new device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.